Event description:
In 2005, during the surgery, the doctor connected a polaris adjustable pressure valve-model spvb and a ventricular catheter (bo19-20). Then, he placed the ventricular catheter into the patient. However, the valve occlusion was observed just after that. No patient injury was reported, excepted transient neurological complications.

Event description:
In may 2005, during the surgery, the doctor connected a polaris adjustable pressure valve-model spvb and a venticular catheter (bo19-20). Then, he placed the ventricular catheter into the patient. However, the valve occlusion was observed just after that. No patient injury was reported, excepted transient neurological complications.